Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 190 mg/dl. The customer's mother stated that the act button was not responding well to presses and she had to press it 3 times for it to respond. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Insulin pump program several boluses using bolus wizard and basal deliveries for 24 hours. Monitored insulin pump for 3 days, was downloaded properly. Insulin pump history reports indicate correct amounts of boluses using bolus wizard and basal deliveries. No history anomaly was noted. Insulin pump functioned properly.